Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 02/22/2019. Device returned to manufacturer: yes. Device evaluation: a visual inspection of the returned lens shows that it was cut into multiple pieces, most probably to aid in explant. Due to the condition of the lens, further analysis is not possible. The complaint event is not confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: exact date not provided, best estimate is between 12/20/2018 - 1/17/2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was planned for explant as the patient was dissatisfied with the lens. Further information was provided and confirmed lens was explanted in a secondary procedure as planned. The same model, a larger 19.5 diopter was the replacement lens. Incision was not enlarged. Explant was performed without incident. The patient is doing well.